Event description:
It was reported that it was difficult to determine if ventricular tachycardia/fast ventricular tachycardia (vt/fvt) episodes from the monitor transmission of implantable cardiac monitor (icm) were noise or real. There is no information as to whether medical intervention occurred. The icm device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.